Event description:
It was reported that the device indicated "depleted battery" when the pole clamp bracket was installed. This alarm event pauses the delivery of the pump until the error is addressed. There was an out of box failure between the pump and module during implementation at the customer site. The event happened during implementation of the device at the facility, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found that the a battery would not charge. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective wireless communication module. The service history review had no indication that the complaint was related to a service of the device within the review period.